Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, lot# (B)(4), serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that during implant the implant was ¿not set¿ deep enough in her tissue and it started coming out of her skin right away. The scar was ¿healed over clear¿ and then it started popping out again. The implantable neurostimulator (ins) was coming out of her body and as a result she would have to have it ¿reset¿ (a surgical procedure to implant the ins deeper). Since she was having that done the patient¿s physician mentioned she was considering switching to another kind of ins that may have a higher frequency or be for the upper back. It was reviewed, the physician possibly meant the newest technology of adaptivestim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.